Manufacturer narrative:
(B)(4). The analysis results found that the instrument was received with the tip of the sleeve melted. This type of damage is consistent with the one produced by an energized device. In order to prevent this kind of damage please avoid the contact with laser, electrosurgical or ultrasonic devices. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: the doctor found that the distal part of the sleeve was broken before use. Ultrasonic device was used at the operation. There were no adverse consequences to the patient.

Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, there was resistance and it was found that the distal part of the device was broken during use. The fragments were not found.